Event description:
It was reported to philips that during a coronary intervention, the displayed images were not clear enough. The report indicated that there was a serious injury; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
During the investigation of this reported issue, along with the associated issue in MFR report number 3003768277-2025-005562, it was determined that the two reports are duplicates. Both reports originated from the same source: china nmpa # (B)(4), and the record was split and reported as two separate malfunctions. It has been confirmed that there was only one patient and one alleged malfunction. The investigation is still ongoing, and a final report will be submitted for MFR report number 3003768277-2025-005562 once the investigation is complete. This report is being closed out as a duplicate to 3003768277-2025-005562.